Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The formed needle was observed to be within the exposed portion of the soft cannula. Evidence of this was found by viewing the linkage assembly through the top housing to be not fully retracted. Upon opening the pod, the linkage assembly fully retracted and score marks were noted on the top housing, suggesting a misalignment that prevented the formed needle from fully retracting.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 478 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula appeared bent. As treatment, a large manual injection of insulin was delivered and a new pod was applied.